Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the on and off button pushed in and the unit not staying on was confirmed. In addition, a worn-out video connector latch causing poor connection to the pigtails was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the that the evis exera iii video system center fails to stay on when the on and off button is pushed in. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power switch could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed for higher durability. Modified products were shipped after november 18, 2013. This also confirms that the reported device was manufactured prior to the design change and shipment of modified products. Olympus will continue to monitor field performance for this device.